Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was alarming for a low blood glucose when the blood glucose reading was 125 mg/dl. She also reported that she received a bad sensor alert following two consecutive calibration errors. Nothing further was reported.